Event description:
MFR received a report from the dealer that a pt alleges the pt's concentrator caught fire. The pt allegedly saw flames, unplugged unit, placed the unit on its side and extinguished the fire. The exact origin of fire is still under investigation.